Manufacturer narrative:
The reported failure of ventilator service required alarm indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. There was no report of patient harm or injury. The device was evaluated at a manufacturer service center. The device log files were successfully downloaded and reviewed in full. A " ventilator service required" alarm was identified indicating that the device software detected a large pressure drop between the monitor and outlet pressure sensors. Contamination was confirmed on the flow sensor, which was subsequently replaced to resolve the issue. Additional contamination was observed on multiple components, including the filter cover, blower assembly, blower bellows seal, blower mount (4 pieces), proportional valve, blower cap, dual limb cup, flow sensor, blower chassis plate, tubing-system pca, tubing-blower chassis, tubing-fio2, low flow o2 tubing, 3-way solenoid valve (2 pieces), low flow o2 connector, outlet side panel, fio2 housing, system pca; these components were replaced. As a preventive measure, the air inlet foam filter, particulate filter, and muffler assembly were also replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.